Manufacturer narrative:
Surgical/percutaneous intervention is indicated or performed, or harm occurred due to the device, or there is a device malfunction that could cause or contribute to a serious injury. This event is considered a serious injury. The device was not returned for evaluation, as device request is ongoing. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was learned through the implant patient registry that a 25mm 11500a aortic valve, was explanted after an implant duration of one (1) year, one (1) month due to unknown reason. The explanted valve was replaced with a 29mm 11060a valved conduit. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device.

Manufacturer narrative:
H10: additional manufacturer narrative: the device was not returned for evaluation, as the device request is ongoing.

Event description:
It was learned through the implant patient registry that a 25mm 11500a aortic valve, was explanted after an implant duration of one (1) year, one (1) month due to dehiscence, severe aortic insufficiency, moderate transvalvular aortic regurgitation, mild paravalvular aortic regurgitation. The patient presented with shortness of breath in heart failure (ef 20%). The explanted valve was replaced with a 29mm 11060a valve. Per medical records, intraoperatively, aortic root revealed evidence of a chronic dissection causing the acute enlargement of the diameter of the aortic root, resulting in aortic regurgitation. The dehisced valve was removed with no evidence of infection. A 29mm 11060a aortic valved conduit was sized and placed intra-annularly. The tricuspid valve was then repaired with a 32mm 4900 tricuspid ring. The patient was weaned off bypass and discharged to the ICU in critical but stable condition. The patient's post-operative course was complicated by hemodynamic compromise in the setting of cardiogenic shock and shock liver requiring va-ECMO and iabp placement. The patient expired on pod#5. The cause of death was listed as aortic valve dehiscence, cardiogenic shock, and multiorgan failure.

Manufacturer narrative:
Due diligence attempts have been made to obtain the status of the explanted device for return. At this time, the device has not been provided. Should any additional information to be captured become available, the complaint file will be updated accordingly. Device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Device dehiscence or suture torn out may occur early or late. When it occurs in the intraoperative period, it is typically a result of inadequate device implantation in combination with friable myocardial tissue. Valve dehiscence is not a malfunction related to a manufacturing deficiency of the device. An engineering evaluation is not required because there is no allegation of a malfunction which could be related to a manufacturing non-conformance and/or one was not suspected or confirmed through investigation; no labeling non-conformance/deficiency; no use-related issue with a hazardous situation; no device-related infection; and no evidence of a product failure with regard to design, reliability, or use error. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. The most likely cause is patient factors, including chronic dissection causing the acute enlargement of the diameter of the aortic root.